Event description:
Per the info provided to the co by the physician's office, via the co's international rep, the device was removed due to a "malfunction". As reported to co, the entire device was removed and replaced with another model prosthesis, produced by the same MFR. 9/8/97-in the requested info from the physician/surgeon, he stated that there "was fluid loss from the device (at the) junction of (the) tubing and cylinder-right," and that it was "deflated and (there was) no inflation." In addition, the physician/surgeon found that there was a "crack" in (the) tubing."

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was removed on 8/23/97 due to a "malfunction". The physician stated that the device "deflated" and that a leakage site was observed at the "junction of (the) tubing and cylinder". On the diagram provided, indication is made adjacent to the cylinder strain relief and labeled "crack at junction". A resipump and two cylinders are returned for eval. Examination and testing of the returned components revealed two potential sites of leakage. The first is a complete separation of the non-serialized outlet's strain relief. Examination of the surfaces of the separation revealed a confined area of markings indicating contact with sharp instrumentation and markings characteristic of stress induced rending. The second is a partial separation of cylinder #1's strain relief at the apex. Examination of the surfaces of this separation revealed markings characteristic of stress(s) induced rending. Opposite this separation two crease marks are observed. Based on qa's examination and the info provided qa concluded that cylinder #1's strain relief was partially kinked. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the strain relief at the noted site. This rent would allow the loss of fluid and render the device inoperable. Because these components were released according to mfg and quality control procedures, qa concluded that the observed instrument damage to the non-serialized outlet's strain relief, occurred subsequent to the device packaging being opened. In addition, because the expected use of this device, combined with the observed damage would have resulted in an earlier detected fluid loss, qa concluded that the damage most likely occurred at or subsequent to explant. Because no info was received regarding the separation of the non-serialized outlet's strain relief, qa precluded from determining the sequence of events leading to the stress(s) induced portion of the separation, or from determining if this separation contributed to the noted loss of fluid.